Event description:
During functional testing, the device displayed a red "x" indicator. There was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.